Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 08-may-2023. H6: investigation summary: sample and photo received by our quality team for investigation. Upon visual evaluation, brown particle observed to be embedded on the spike. A device history review was performed for reported lot 2111204, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported while using bd phaseal¿ IV bag/line access devices foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: problem description: opened a sealed package and noticed brown spots on the plastic - appears dirty, and not sterile.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ IV bag/line access devices foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: problem description: opened a sealed package and noticed brown spots on the plastic - appears dirty, and not sterile.